Event description:
It was reported that noise was observed on the egm. A decrease in impedance was also noted. Noise on the lead was interpreted as vf but there were no events. Lead fracture was suspected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.